Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. When the flushing line was attached to the catheter, a drip was observed coming out of a broken part of the tubing. A small tear was identified in the tubing. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that the only damage observed was a small crack in the luer, barely visible but enough for saline to drip through it and not the catheter lumen. The flush was running through a pump at 120. It appeared the leak was coming from the small straight segment of tubing close to the end that connects to the catheter handle. It was a constant slow drip leaking, no air leakage was seen in the sheath, and no air was in the patient. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.